Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 04/07/2021; belt 01/30/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received two inappropriate shocks in response to CPR/motion artifact and oversensing of low amplitude cardiac signal on the date of passing. The patient was in sinus bradycardia at 30 bpm, which degraded to severe bradycardia at 10 bpm between 12:23:20 and 12:27:21 on (B)(6) 2021. The patient's rhythm degraded to asystole with CPR/motion artifact at 12:33:46. The patient received the first inappropriate shock at 12:50:22. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with CPR/motion artifact. The patient received the second inappropriate shock at 12:50:50. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with CPR/motion artifact. The patient was in sinus rhythm at 70 bpm with CPR/motion artifact at 12:59:21. At 13:03:37 the patient was in af with rvr at 180 bpm before their rhythm degraded to asystole with CPR/motion artifact and intermittent cardiac activity. At 13:09:47 the patient was in sinus rhythm at 80 bpm with nsvt and CPR/motion artifact. The patient's rhythm then transitioned to af with rvr at 150 bpm with CPR/motion artifact before degrading to asystole with CPR/motion artifact.